Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer heard a popping sound with an insulin pump and it went dead. The blood glucose level was 136 mg/dl. The customer also reported that the insulin pump had cracked and it exposed to battery acid, there is fluid in the battery compartment. The troubleshooting was performed for blank display, cosmetic damage, partial display and pump exposed to fluid in the insulin pump. The insulin pump being returned for analysis.

Manufacturer narrative:
The device had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to verify missing segments or partial display or unexpected popping sound anomaly due to blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. The device had corroded battery tube, cracked case at battery tube side and cracked battery tube threads.